Event description:
A 22mm x 13mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm measuring 4.5cm in 1997. It was reported that the patient developed a stent graft related endoleak treated with a proximal aortic extender cuff in june 1998. The patient then developed a chronic renal insufficiency, however did not undergo subsequent evaluation. A follow-up duplex scan was performed in february of 1999, which showed the aneurysm size to be 4.2cm. Subsequently, the patient refused to return for further follow-up visits. It is reported that the hospital had called the patient in late march 2001 for an urgent follow-up; however, the patient went to the hospital 3 days later on event date complaining of back pain. A CT scan performed without contrast showed the aneurysm size to be 8cm. The pt was emergently taken to the operating room where open conversion and explant of the stent graft was successfully performed. The operative report reveals an abdominal aortic aneurysm with rupture of the antero-lateral right part and presence of hematoma. The bifurcated endograft was disconnected from the aortic cuff that was well incorporated with the arterial wall. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae related to this complaint. The explanted device is pending return to medtronic ave for eval. Films have been forwarded and received by medtronic ave with a request for an eval by an independent contracted physician. The physician interpretation reveals that the CT scan completed when the pt presented with back pain indicates an increase in the aortic aneurysm size, however no evidence of rupture. The necessity for open surgical repair was the result of an inadequate proximal aortic neck seal resulting in expansion of the aortic aneurysm; however the available film records are unsuitable to determine the etiology of the inadequate seal.

Event description:
Additional info received since initial report indicates that the pre-implant CT scan of 10/1997 showed a 45-degree angulation of the aortic neck. "Refer to section h3" medtronic ave has received the stent graft and analysis indicates that there is insuffcient data from the available film records to determine the etiology of the disconnection of the bifurcated device from the aortic cuff observed on the CT scan. Nor can it be determined if the connection (amount of overlap) between the bifurcated device and the aortic cuff was adequate or the extent to which the observed angulation contributed to the disconnection and sac pressurization. Review of CT scan copies by an independent contracted physician states that the proximal neck was inadequate although the etiology could not be determined. The proximal cuff was severely bent, as seen on the CT images.